Manufacturer narrative:
The device was received for evaluation. During functional testing , system error 345 was reproduced. A review of the event history log revealed system error 345 messages. A service history revealed the device has been serviced within he last twelve (12) months for this same issue. The direct cause of prior servicing was the ultrasonic sensor which was replaced and all service actions were completed. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.